Manufacturer narrative:
Visual inspection revealed that deployment shaft peeling present, the device was sent to analytics lab for more analysis. Bse micrographs show several large salt crystals on the inner diameter of the proximal stop after cutting it open. The ptfe liner shows evidence of marks most likely from the salt crystal moving. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 22dec2018. It was reported that tracking issues occurred. An intellamap orion was selected for a pulmonary vein isolation (pvi) procedure. Several times during mapping the catheter disappeared completely on rhythmia (hdx) and only appeared again when catheter was moved to another location. No patient complications were reported. However; returned device analysis revealed peeling of the deployment shaft.